Event description:
IV placed via ultrasound and was in correctly. When pulling back blood in the line to ensure placement, blood began leaking from the hub of the catheter and the same w/saline when flushing the blood back into the patient. The line was pulled and a new one placed. Product concern form completed and sent to the manager of central supply.